Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained of failing qc results for approximately 16 assays on the cobas 8000 c (701) module. The customer re-calibrated all of them and then received multiple calibration errors so they repeated calibrations and reran qc. Qc was then acceptable for all affected tests and there were no more calibration issues. The customer mentioned erroneous low results for 3 patient samples tested for calcium (ca). Qc was acceptable at the time of the incorrect ca results. The erroneous results were not reported outside of the laboratory. Patient 1 initial ca result was 4.55 mg/dl. The repeat result was 9.50 mg/dl. Patient 2 (male, (B)(6) years) initial ca result was 6.94 mg/dl. The repeat result was 9.64 mg/dl. Patient 3 initial ca result was 5.89 mg/dl. The repeat result was 9.74 mg/dl. No adverse event occurred. The ca reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found damaged waste tubing. The waste tubing was replaced. A precision check was performed and all results were within range. The customer has not had any further issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event